Event description:
Per the edwards lifesciences clinical specialist report, during a transapical tavr procedure two sapien valves embolized into the aortic arch. Case summary: the patient had a prosthetic mitral valve from a previous procedure (date and type unknown) underwent. The bav performed was unremarkable. The 23mm sapien valve appeared to be in good deployment position based on tee as well as in fluoroscopy with angiogram. Upon deployment there was movement of the sapien valve towards the aortic side of the annulus. Post deployment the valve had a 90:10 aortic position and appeared to be stable in this position. After reviewing tee and angiogram it was determined that a 2nd sapien valve would be necessary (valve in valve). A 2nd 23mm sapien valve was positioned more ventricular; however, upon deployment this valve also moved aortic. After removal of the delivery system it was observed on fluoroscopy that the two sapien valves had embolized into the aortic arch. Both valves were still in a valve in valve position. A 25mm x 4cm balloon was introduced through the apical sheath and positioned in the two valves. At this point the balloon was inflated and the two valves were well opposed in the aorta at the site just past the left subclavian take-off and the proximal portion of the descending aorta. The patient was stable and a decision was made to stop at this point and evaluate treatment at a later date. As of two days post procedure the patient was reported to be doing fine. Per report, the prosthetic mitral valve caused the balloon to move aortic during deployment, thus affecting the final position of the valves.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and device embolization are a known complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition and to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported valve malposition post deployment and subsequent embolization to the aorta cannot be confirmed as images of the procedure were not available to edwards for review; however, per report, the event was caused by contact of the deployment balloon with the patient¿s prosthetic mitral valve, causing the balloon to move aortic during deployment, thus affecting the final position of the sapien valves. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two reports being submitted for this case. (B)(4). Manufacturer report no. 2015691-2013-21254.